Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system generated a "blade may be exposed" message and the sureform 45 stapler green reload did not cut completely and the blade remained exposed after use; there was concern for damage to the tissue upon removal. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 45 sureform stapler was opened directly from the sterile packaging and no damage was observed. A green reload was used for the procedure since the surgeon used it mostly for the pulmonary lobectomy procedure. The surgeon was stapling on one lobe of lung at the time of the failure. The reload had an exposed blade. There were no malformed/unformed staples, there were no holes/gaps in the staple line, and the reload was not stuck to tissue. The surgeon did not fire over an existing staple line, there were no obstructions, and there were no errors reported. The tissue was not calcified, not exposed to radiation or chemotherapy, and there was no tissue tension or bunching. No tissue was pushed/dragged during the firing process. The stapler with a green reload did not open; the customer had to use force. No bleeding was observed. There was no tissue damage. The jaws were opened and an exposed blade was observed. The customer noted that there was a risk of injury due to the exposed blade, however no injury occurred. There was no tissue involvement and no repair/intervention required. The procedure was continued with another stapler.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Stapler logs showed the sureform 45 stapler (lot number: k13250508-0020) was used first. It was installed on the system 7 times and fired 7 reloads (3 green, 1 black, 3 green). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 2 and 3, the user made 12 incomplete clamp attempts. The firings were each completed with 1 pause for compression, following successful clamps. On install 4, the user made 2 incomplete clamp attempts. The 3rd clamp was aborted by the user. The 4th clamp was successful, and the firing was completed with 2 pauses for compression. On install 5, the user made 3 incomplete clamp attempts. The 4th clamp was aborted by the user. The 5th clamp was successful but was followed by a firing failure. On install 6, the first clamp was successful, but was followed by a 2nd firing failure. On install 7, the first clamp was successful, and the firing was completed with 2 pauses for compression. Next, sureform 45 (lot number: k12250116-0331) was installed on the system 9 times and fire 9 reloads (2 white, 1 green, 5 black, 1 green). On installs 1-4, all clamps were successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 6, the first 4 clamps were incomplete. The 5th clamp was successful, and the firing was completed with 1 pause for compression. On install 7, the first 4 clamps were incomplete. The 5th clamp was successful, and the firing was completed with 2 pauses for compression. On install 8, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 9, the first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs. Review of the provided images was consistent with a partial firing. The knife is protruding from the reload about halfway through the length of the fire. The partial fire behavior (end stapling partway through length) is intended system behavior to prevent stapling on tissue that is not sufficiently compressed. The partial fire behavior may result in the tip of the blade being exposed. The system warns the user that the blade may be exposed if a partial fire occurs. There was no indication that an injury occurred based on the images provided.